Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000. Customer wants to know how to clear this code. Technical support - 1. If power on and get a 255-16-275 error every time, try to re-flash the unit. 2. If flashing fails, the logic board must be replaced, or sent in for repair. 3.once flashing is complete, recommended to do a pm on unit and put back in rotation. A review of the device history record for (B)(6) was performed from date of manufacture 12/08/2016 to present date 10/16/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - 1. If power on and get a 255-16-275 error every time, try to re-flash the unit. 2. If flashing fails, the logic board must be replaced, or sent in for repair. 3. Once flashing is complete, recommended to do a pm on unit and put back in rotation. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported that the device received error code 800.8000 and the customer wants to know how to clear it. No patient involvement was noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received error code 800.8000 and the customer wants to know how to clear it. No patient involvement was noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received error code and the customer wants to know how to clear it. No patient involvement was noted.